Event description:
It was reported that the patient was found down at home and the pump was off. It appeared that the batteries were not charged and the pump was being powered by the backup battery (ebb) for approximately for 2 hours. Log files were submitted for review and indicated that the system controller's clock had been reset for the entire recorded history with a date stamp of 02jan2000 and contained approximately 3 hours and 40 minutes of pump run time. The recorded data indicated the system controller was running on depleted batteries with low power advisories for some time. A low power hazard flag was then activated as the system continued to operate on depleted batteries for 32 more minutes. A no external power flag was activated. The system continued to operate in low power mode for 2 hours, 11 minutes before the ebb was no longer able to support pump function. Shortly after, all power was completely exhausted. Of note, the ebb use count was recorded as 255 uses. It was unclear how many times the ebb was actually used as 255 is the max value of this parameter and additional use counts are not recorded. The last recorded date / time on this history was 19:05:23 on 02jan2000 and another complete loss of power likely occurred ~ 43 hours prior to these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a4: patient weight was not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Review of the submitted log files revealed a pump stop due to full depletion of the batteries and backup battery; however, a specific cause for these events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided the submitted controller event log file captured approximately 4 hours of data from (B)(6) 2000, per the timestamps. A controller clock corrupt alarm was active for the duration of the file, along with default timestamps, indicating that there had previously been a total loss of power to the system, which would have resulted in the pump stopping. A low power advisory alarm was active at the onset of the data, 15:22:11 on (B)(6) 2000. This alarm progressed into a low power hazard alarm at 16:22:34, then to a no external power alarm at 16:54:59 once both batteries had fully depleted. The backup battery then supported the pump for approximately 2 hours. An lvad off alarm was captured at 19:02:58, indicating that the backup battery was no longer able to support pump function and had fully depleted. The controller fully shut down shortly after. No other notable events or alarms were captured. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. The IFU and patient handbook contain information on system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.